Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut down while transferring from ac to dc. The unit had 1 battery in place which was fully charged and 1 ac power adapter which was plugged into aircraft ac power. Just prior to landing the unit was unplugged from ac power and should have automatically switched to battery power. Instead, the unit abruptly powered off. The position and condition of the installed battery was verified to be properly installed and adequately charged. The unit was powered back up using the power button and from that point functioned normally. The pt was off balloon pump for approx 2-3 minutes and did not exhibit any ill effects. Additionally, upon inspection of the ac power adapter, it was found to be broken at the iec plug connection and something could be heard rattling around inside the battery. There was no patient harm reported.reference medwatch 3902560000-2023-8125

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut down while transferring from ac to dc. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the issue. The fse replaced the power management as precaution. The unit passed all functional and safety tests per factory specifications and it was returned to customer.

Event description:
N/a.